Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email from (B)(6) for (B)(6): patient had a set screw pop off post op. Revision has not been scheduled. Complaint is a reportable malfunction. Alert date (B)(6) 2015. Four screws not initially reported were returned to chu. Upon initial examination it was determined the screws threads were torn. Unknown if damage occurred during the initial procedure or revision procedure. Based on limited information provided, it is assumed the damage occurred during the initial procedure and was not discovered until the revision procedure. The revision was performed due to popped off set screw. Intra-operative hardware breakage/separation has been known to result in surgical delay greater than thirty minutes and/or a portion of broken hardware remaining in the patient.